Event description:
Admitted to hosp with 3 day hx of diaphragm of p.a.s. Port exposed on 3/29/97. P.a.s. Site also noted to have 1 day hx of considerable erythema/cellulitis in addition to skin erosion around port. Pt instructed in wet to dry dressing to wound & suture removal of p.a.s. Port incision in 7 days.